Event description:
Pt arrived in or with pre-op medical diagnosis of left ureteral obstruction. Pt was cystoscoped and ureteroscoped. Dr discovered a retained sheath believed to be from a laser stone basket which was used previously to attempt retrieval of a ureteral stone. The sheath was successfully retrieved without untoward event.